Event description:
It was reported at the beginning of a novasure endometrial ablation on (B)(6) 2013, the physician rec'd an unsuccessful cavity integrity assessment (cia) test. A hysteroscopy was then performed and the physician confirmed a "hole." The procedure was aborted. It is unk if medical intervention was required. A dilatation (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).